Event description:
It was reported that during the long device programming session, question marks (????) Were observed in the leadless electrocardiogram (ECG) field on the programmer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).